Event description:
Acute lower extremity deep vein thrombosis (dvt), specifically proximal iliofemoral dvt, is a relatively common disorder that can result in a chronic debilitating post-thrombotic syndrome (pts), with a significant effect on a patient¿s quality of life. Anticoagulation is first line therapy; however, percutaneous interventions have emerged as treatment options for patients where there is concern that anticoagulation alone will not resolve the dvt as well as prevent pts. The article mentions the jeti thrombectomy device; that in a prospective pilot study, single-session treatment in patients with acute iliocaval or iliofemoral dvt with the jeti device demonstrated high rates of efficacy and low rates of adverse events with unobstructed flow restored in 50 of 53 limbs treated (94.3%). The article concluded that in selected patients with moderate to severe predominantly iliofemoral le-dvt, endovascular thrombus removal has been shown to result in greater early improvement of symptoms as well as reduced severity of pts in patients with an excellent safety profile. Details are listed in the attached article, titled " current evidence for endovascular therapies in the management of acute deep vein thrombosis.¿ no additional information was provided. Date of event estimated as 1/01/2023.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article title: "current evidence for endovascular therapies in the management of acute deep vein thrombosis". B3: date of event estimated as 1/01/2023. D4: the UDI is not known as the part and lot number were not provided.